Event description:
It was reported that the patient could not feel stimulation following a fall. It was found that the lead was fractured through an impedance check and the patient had the lead revised. It was noted that the lead was broken in other places when it was removed, but all pieces were removed from the patient. There were no surgical issues and the patient had stimulation after the procedure.

Manufacturer narrative:
(B) (4).